Event description:
Received a call from pt's aunt indicating the pt. Had expired while on the monitor at 8:00 am. No alarm heard from monitor when pt- stopped breathing. Device was approximately 2 months old.